Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
No blood glucose levels reported. It was reported that the records of the insulin pump were missing two days of data. It was reported that the customer uploaded the data from the insulin pump to carelink but no information appeared. The customer was advised that the insulin pump would be replaced for safety concerns. No additional information was provided.